Manufacturer narrative:
The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records.. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 8 years post implantation, the patient underwent a revision due to aseptic loosening of the left femoral stem and cables. Attempts have been made and no further information has been provided. Initial operative notes did not identify any intraoperative complications.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. It was unable to be determined which 3 of the 6 total cables were revised due to the loosening of the femoral stem. All three lot numbers of part # 00223200418 are being reported on this medwatch report (lot # 61514261, quantity 3, lot # lot 61527217, quantity 2, lot # lot 61584179, quantity 1). Concomitant medical products: 00784101300, femoral stem, lot 61542383, 00620006222, shell porous with cluster holes 62 mm o.d., lot 61511474, 00630505032, liner standard 32 mm, lot 61560125, 00801803203, femoral head, lot 61597995, 00223200418, cable cerclage cable, 61514261 (quantity: 3), 00223200418, cable cerclage cable, lot 61527217 (quantity: 2), 00223200418, cable cerclage cable, lot 61584179.

Event description:
It was reported that approximately 8 years post implantation, the patient underwent a revision due to aseptic loosening of the stem and cables. Attempts have been made and no further information has been provided.